Event description:
On 8/feb/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to an infection in her pd catheter (not a fresenius product) on (B)(6) 2023. No additional information was provided during complaint intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown, wbc elevated) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) antibiotics (drug, dose, frequency, duration unknown). The patient¿s preliminary (72 hours) peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were continued. The decision was made to remove the patient¿s pd catheter (not a fresenius product) on (B)(6) 2023, and the patient was transitioned to hemodialysis (hd). The patient¿s antibiotics were changed from ip to intravenous (IV), and the patient was started on hd later the same day. The patient remains hospitalized in stable condition and is recovering from the events. The patient is scheduled to be discharged once an outpatient hd chair becomes available. The pdrn attributed causality to the patient¿s lack of appropriate hand hygiene (as reported by the patient). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.